Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an unknown delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant with an unknown abbott delivery system. During deployment, there was a bulbous deformation with the right atrial disc and it "would not return to the disc shape." The deformed device was never released from the delivery cable, there was no interaction with cardiac structures during deployment, and no angulation/kink was noticed in the delivery system. A decision was made to recapture the device and replace with a 35mm amplatzer pfo occluder. The replacement device was implanted in the patient with no adverse patient consequences. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.